Manufacturer narrative:
A getinge field service engineer (fse) stated the customer didn't accept the budget yet. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1: full event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during daily inspection, the cs300 intra-aortic balloon pump (iabp) was found to have broken wheels. There was no patient involved.